Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to the 400 (mg/dl) range with small ketones. Reportedly, the customer did not know the cause of the elevated bg level. During a system with tandem technical support, it noted that the time on the pump was incorrect. Reportedly, it was incorrect because the customer set up the pump time as a.m. Instead of p.m. It was confirmed that the pump was functioning as expected. The customer delivered a correction bolus to stabilize bg levels.